Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the clock for their insulin pump. Blood glucose value was in the 400 mg/dl at the time of the incident. Troubleshooting was performed and the customer was assisted in correcting the clock. Nothing will be replaced or returned.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for thirty days. No abnormal time advancing noted. Device received with the active insulin functioning properly. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test noted during testing or in the device trace download.